Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly started installing windows updates during a procedure delaying patient care. Customer reported that patient's propofol levels dropped. Nurse had to readminister propofol dose that she was able to get from a nearby station. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A field service technician evaluated the device and performed system checks and couldn't replicate the issue.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly started installing windows updates during a procedure delaying patient care. Customer reported that patient's propofol levels dropped. Nurse had to readminister propofol dose that she was able to get from a nearby station. Patient or user harm was not reported.